Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware issue. The log file analysis showed that the system registered multiple simultaneous errors of the micro, small and large foci of the x-ray tube prohibiting x-ray release. This indicates a hardware issue with the high voltage cable or the generator. Upon investigation service found a pin with burn marks on the cathode side at the tube end of the high voltage cable. These marks most probably come from current flashovers between the pins due to the high voltage. The local service organization exchanged the pin in the head of the hv cable. After the replacement, the system recovered. This kind of issue occurs sporadically. The check of current consumption of the spare part does not show an increase. Therefore no systematic failure can be identified.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an interventional procedure, the user reported that fluoro and exposure were not possible. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.